Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed due to an out of calibration air-in-line system. The air-in-line system was calibrated and verified to correct the reported condition. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a pocket revision because the ipg was too close to the surface of the skin and the physician made the pocket deeper. The patient felt she was hitting the ipg on everything and wanted the pocket be made deeper. The patient is reportedly doing well.

Event description:
On (B)(6) 2009, the facility representative reported a colleague volumetric infusion pump displaying failure code 810:11 during set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as remediated.